Event description:
It was reported that, after a tka had been performed, the patient experienced an unspecified adverse event. A revision surgery was performed to treat it: the journey ii bcs femoral oxinium left size 4 was explanted. The patient outcome is unknown.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms this case reports that a revision was performed. The reason for the revision is unknown, and to date, the requested x-rays and surgical records have not been provided. The patient impact beyond the revision procedure cannot be determined. No further clinical assessment is warranted at this time. Should clinically relevant documentation be provided, this clinical/medical task may be re-evaluated. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files and instructions for use found that the reported failure was documented appropriately. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.